Event description:
It is alleged that a cranial perforator drive would not stop after perforation of the skull. This resulted in a small tear of the dura which required one or two stitches in the dura. It is reported that the drill bit that was used in this event is not one of the drill bits but a competitor's. It was reported that there were two separate but similar incidents occurred during a week in 2004 but the exact date is unk.